Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) along with the watchman delivery system (wds). The devices were separate as received. The device was bloody as received. The hub, shaft, and tip were examined. The tip was damaged with evidence of anchor damage during recapture and inner liner delamination. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
Reportable based on analysis completed on 13 april 2018. It was reported the closure device could not be positioned. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the patient. A 30mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was positioned and deployed in the laa. The position wasn¿t adequate; the protrusion was okay but the depth was not enough and the device did not pass the tug test. The closure device was fully recaptured. The procedure was aborted. There was no damage to the devices upon removal from the patient. There were no patient complications reported. However, device analysis revealed inner liner delamination of the was.